Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call of their insulin pump continuously shutting down. The customer's blood glucose level was 221mg/dl. Trouble shooting was conducted and it was found that the customer has been receiving no delivery alarms. The customer states receiving no delivery alarms during the weekend. The customer's blood glucose at the time of incident was unknown. Customer also reported the pump alarmed during manual prime. Customer was advised to discontinue use of the pump, and that it would need to be replaced. The device is being returned for analysis and replaced.

Manufacturer narrative:
The insulin pump was monitored with no blank display noted. The insulin pump passed all operating currents tested with in the specification range and passed off no power test. The insulin pump passed displacement, prime/a33, and excessive no delivery test. No excessive no delivery alarm noted. However, the insulin pump was received with cracked reservoir tube lip noted.